Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the image received from the field. Arthrex was able to conclude a most likely cause. -the most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the device during insertion.

Event description:
On (B)(6) 2024, it was reported by a distributor via email that for an ar-2324bcct, suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with fibertape® loop (blue). The eyelet suture connection site broke during the loading of extra suture into the eyelet and this happened before the anchor was implanted. This was detected during use in an achilles repair procedure on (B)(6) 2024. The procedure completed successfully as it was replaced with a new swivelock of the same part number.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.